Event description:
It was reported that the pacing dependent patient presented for an unrelated procedure. During the procedure, the implantable cardioverter defibrillator exhibited a decrease in paced rate and also had a pause. The rate variation was resolved as the procedure continued. The device was checked after the procedure and all measurements were within normal limits. No device intervention was performed. The patient was stable and symptom free post procedure.